Event description:
It was observed that during the evaluation, the ultrasonic bronchofibervideoscope exhibited image b30 error during startup. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found an image error b30 displayed when startup. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor field performance for this device.